Manufacturer narrative:
Insulin pump up arrow button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. Insulin pump received with minor scratches on display window, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
Customer reported that the numbers on the insulin pump moved very quickly and that there was a crack by the reservoir. He also reported that he had been experiencing low blood glucose due to needing the settings adjusted and that he had been working with his doctor on that issue. The blood glucose reading at the time of the report was 194 mg/dl. He also stated that there were scratches on the screen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.